Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4)

Event description:
(B)(6) clinical study. It was reported that balloon rupture occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction. Subsequently, coronary angiography was performed and the index procedure was performed on the same day. Target lesion #1 was a de novo and culprit lesion for st-segment elevation myocardial infarction (stemi) located in the first obtuse marginal branch with 99% stenosis and was 32 mm long with a reference vessel diameter of 2.75 mm. Target lesion #1 was treated with pre-dilatation using a 2.5 x 15 mm apex balloon catheter at 12 atmospheres. However, following inflation, there was balloon rupture noted. Subsequently, the balloon was removed and repeat angiogram was performed which revealed extravasation of contrast into the full thickness of the vessel at the balloon rupture site; however, no active bleeding was noted. A 2.75 x 38 mm promus element¿ plus drug-eluting stent was then deployed, following which extravasation of dye was completely sealed. Repeat angiogram was performed which revealed 0% residual stenosis and timi 3 flow. Target lesion #2 was a long, de novo and culprit lesion for stemi located form proximal to distal left circumflex artery with 99% stenosis and was 45 mm long with a reference vessel diameter of 2.75 mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 38 mm and 2.75 x 16 mm promus element¿ plus drug-eluting stents with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel.